Event description:
Information received from the field notes no ventricular capture. The lead impedance in both unipolar and bipolar was >1990 ohms. The patient was in atrial fibrillation with sinus rhythm at about 90 bpm. X-ray results for lead fracture were inconclusive.